Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. A replacement pump was sent. The customer will continue to use the pump for insulin therapy until replacement pump is received. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.